Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/13/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/15/2015 with the following findings: the last bolus delivery and the last basal delivery were on 04/29/2015. No eaw¿s related to the complaint observed in pump history. No eaw¿s occurred during 24hr duration testing. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump completed a delivery accuracy test and found to be delivering accurately and within required range. Investigators were unable to duplicate the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 580mg/dl with large ketones. The patient treated with manual injection of insulin and the bg returned to 88mg/dl within an hour and maintained around 100mg/dl. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.